Event description:
Hcp reported the patient underwent device explantation due to repeated motor stalls and recovery in programmer logs. The manufacturer recommended replacement and evaluation of the pump if electromagnetic interference could not be identified. The patient had received intrathecal morphine 10 mg/ ml.

Manufacturer narrative:
A follow up report will be sent when device analysis is complete.